Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. The complaint for balloon burst was unable to be confirmed due to lack of device return or applicable imagery. Available information suggests calcification likely contributed to the event as the customer reported that 'during valve deployment, the commander balloon ruptured'. The customer also stated, 'patient had a large amount of mild to moderate calcium at the annulus'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, during valve deployment, the commander balloon ruptured. This patient had a large amount of mild to moderate calcium at the annulus. The rupture occurred at the final phase of the inflation and the balloon was fully inflated. The sapien 3 ultra valve appeared to be well expanded. The delivery system was removed without incident. It was noticed that the balloon had ruptured radially. Moderate pvl was observed. A 24mm vida balloon aortic valvuloplasty (bav) was advanced and inflated within the 23mm sapien3. The valve was successfully expanded. Pvl remained moderate, no central leak observed. The site would not allow the commander delivery system to be removed from the facility for evaluation. There was no bav transfemoral (tf) used. There was no extra volume added to the balloon prior to the inflation and there are no photos of the burst balloon available.

Manufacturer narrative:
Investigation is ongoing. H3 other text : hospital refused to release device for evaluation.